Manufacturer narrative:
Date of event is estimated. Exact explant date is unknown. During processing of this complaint, attempts were made to obtain complete explant date information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-08201. It was reported that the patient experienced ineffective stimulation. As a result, patient underwent surgical intervention on unknown date in (B)(6) 2019, wherein both of patient's ipg were explanted.